Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was harder to read, buttons was harder to recognize when pushed, reject new battery, random no delivery alarm, insulin squirt during priming, plastic chip off when changing reservoir, rewind takes longer, alarm not as loud, crack and scratches on screen. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify failed battery test alarm, rewind anomaly and prime/fill anomaly due to buttons not responding. Insulin pump received with cracked battery tube threads and minor scratched lcd window. (B)(4).